Event description:
Surgeon was in the process of removing catheter. When the reservoir was exposed, it was noted that the catheter was not attached. A cardiologist removed the catheter via a femoral cutdown.